Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the cracks were located at the cartridge tip. There was patient contact but no incision enlargement, no sutures were used, no vitrectomy was performed and no serious patient injury was reported. There was no product quality issue with the intraocular lens (iol). Reportedly, the procedure was completed successfully using a backup lens with the same model and diopter size. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the 1mtec30 cartridges were cracked at the distal end, when the intraocular lens was pushed out. No patient contact was reported. The actual number of affected cartridges was not provided. No further information was provided.